Event description:
It was reported that the patient experienced painful stimulation with ventricular pacing. It was also noted the right ventricular (rv) lead exhibited high thresholds and non capture at high outputs. The physician suspected a lead perforation and was unable to perform testing due to stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.